Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown; omnipod software app version: 3.1.5-p001; operating system: n5004l-am-q-mv01602-06-01.06; hardware: n5004l; cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pink slide moved forward, but neither the cannula nor the needle deployed from the device. It was noted that the cannula had retracted, indicating a needle mechanism failure. No impact on the patient¿s blood glucose levels was reported. No additional information was provided.